Manufacturer narrative:
At this time, the customer will not be returning the device for evaluation. If the device is received, a follow-up report will be submitted. (B) (4)

Event description:
The customer contact reported the pump did not alarm when the tubing was clamped distal to the pump. The pump was returned to the biomedical engineering department with an unsigned note that stated "alarmed cassette." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. During testing at the user facility, the pump did not alarm when the tubing was clamped distal to the cassette. There were no reports of any adverse patient events and no reported delays of critical therapies while the pump was in clinical use. Though requested, no additional information was provided.